Event description:
It was reported that five days after a patient underwent an ion endoluminal lung biopsy procedure as part of a post-market clinical study, the patient was hospitalized for chronic obstructive pulmonary disease (copd) exacerbation and respiratory syncytial virus (rsv) infection. The lesion biopsied on 05-jan-2024 was 8*7*8mm in size and located in the right middle lobe, 7mm from the pleura. The 19-min ion biopsy procedure was completed with no device issues or intra-procedural complications reported. The patient was discharged the same day. The biopsy result showed malignant adenocarcinoma. Another lesion was biopsied using the standard bronchoscope, and the result showed small cell lung cancer at an adjacent lymph node. On (B)(6) 2024, the patient presented to the hospital with copd exacerbation including coughing and shortness of breath. While hospitalized, the patient was also found to be rsv positive and hyponatremic. The patient was treated with oxygen, steroids and antibiotics. According to the site, the cause of being hyponatremic was determined to be the newly diagnosed small cell lung cancer and the rsv infection was believed to be hospital-acquired. The patient underwent fluid restriction during the hospital stay and was started on chemotherapy. The patient was discharged home on (B)(6) 2024.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. The system log review found that there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. .